Manufacturer narrative:
The device was returned for analysis. The balloon was observed to be unfolded and saline solution was present within the balloon which indicated it had been subjected to positive pressure. The returned device was attached to an encore inflation unit and subjected to positive pressure. A balloon pinhole leak was identified at the proximal edge of the proximal markerband. No other issues were noted with the balloon material. The markerbands, blades and tip section of the device were visually and microscopically examined and no issues were noted with the device that may have potentially contributed to the complaint incident. A visual and tactile examination of the shaft identified no damage that may have potentially contributed to the complaint incident. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a balloon rupture occurred. The 75% stenosed target lesion was located at the mildly tortuous and severely calcified coronary artery. A 10/2.25 flextome cutting balloon was selected for use. During the procedure, it was noted that resistance was felt up to reaching the lesion. Upon inflation, the balloon did not dilate. The device was checked outside the patient's body, and it was observed that there was a hole in the balloon. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that a balloon rupture occurred. The 75% stenosed target lesion was located at the mildly tortuous and severely calcified coronary artery. A 10/2.25 flextome¿ cutting balloon¿ was selected for use. During the procedure, it was noted that resistance was felt up to reaching the lesion. Upon inflation, the balloon did not dilate. The device was checked outside the patient's body, and it was observed that there was a hole in the balloon. The procedure was completed with a different device. No patient complications were reported.